Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection with sjm specifications and procedures. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
(B)(4).

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. The tacticath was inserted into the left atrium. While ablating the right side pulmonary veins, the patient became hypotensive. An ultrasound and echocardiogram were performed which revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices.